Manufacturer narrative:
The solitaire stent has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 mpxr 729746 (hcp, rep): medtronic received information solitaire stent failed to pull in the react 71 catheter during retrieval and detached inside the react 71 catheter. It was reported that optimo 9f balloon catheter was implanted in the left internal carotid artery, and the react 71 and marksman were delivered by keeping them and the chikai 14 in coaxial direction. After marksman crossed the distal site of the thrombus, the guidewire was removed. Thereafter, after delivery and deployment of the reported solitaire 6-40 were performed. After the react 71 was delivered to the position near the proximal edge of thrombus, marksman was removed outside of the patient's body and solitaire was pulled. When an attempt was made to pull into the react 71, since the solitaire failed to be pulled into the react 71. An attempt was made to perform the retrieve by pinching the thrombus using solitaire and react. (According to the dr. Kawaguchi, the amount of thrombus was very high.) Thereafter, it was retrieved to the position where was near the optimo by pinching the thrombus using solitaire and react. And near the guiding catheter, when it was attempted to be pulled strongly in order to make the solitaire pull into the react, there was resistance. When an attempt was made to pull it, the solitaire detached when the distal edge of the stent was completely inside the react 71. Therefore, the react 71 was retrieved into the guiding catheter together and was removed outside of the patient's body. When the react 71 was cut with the scissors outside the body, it was confirmed that solitaire was completely inside react 71. After that, in order to collect the remaining thrombus, cat7 and solitaire 6-40 were used to collect, and the procedure was completed. Yes, the device prepared according to the instructions per the IFU. Optimo 9f, marksman catheter, chikai 14,

Event description:
Medtronic received additional information: during a thrombus collection of acute cerebral infarction. Combine technic procedure with a aspiration catheter and a stent retriever. The occlusion was in the terminal left internal carotid artery to middle cerebral artery (m1distal). The patient's base line nihss and tici were not provided. One pass was made with the solitaire before the device separated. The stent, pushwire and react 71 catheter were discarded by customer. The vessel tortuous was moderate. The provided information has been confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.